Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range, loss of capture (loc) on maximum output and noise. The lead was explanted and replaced. No additional adverse patient effects were reported.